Manufacturer narrative:
Four seed-to-seed cartridges were returned for evaluation. The reported event was confirmed; however, the root cause was un known. The first sample inspected was empty except for a link stuck in the gate. Once the single link was removed, the cartridge was inspected. Plunger traveled as expected, no spring protrusion, and the gate closed properly. When new links were loaded into the cartridge, all links expelled as intended. There were 2 used cartridges, both containing 6 links each. It was observed that the links were deformed in both cartridges, and appeared slightly bowed in the center. When inserted into the loader, no links were expelled, which is expected when the links are deformed. Once the links were removed, the cartridges were inspected. Plunger traveled as expected, no spring protrusion, and the gate closed properly. When new links were loaded into each cartridge, all links expelled as intended. The fourth sample was an unused cartridge in a sealed pouch was also returned. As with the other links, the links in this unused cartridge were deformed, and appeared slightly bowed in the center. Some links were also stuck together. Once these links were removed, the cartridge was inspected. Plunger traveled as expected, no spring protrusion, and the gate closed properly. When new links were loaded into the cartridge, all links expelled as intended. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "in the event the quicklink loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." Additionally, there is a troubleshooting section which instructs on conditions where "pushing the dispense button does not eject any items or produces a partial dispense." (B)(4).

Event description:
It was reported that the connector was sticking and a new connector was used. The radiation amount emitted into the patient's body was not harmful. It is unknown if the patient received all the seeds.

Manufacturer narrative:
Four seed-to-seed cartridges were returned for evaluation. The reported event was confirmed; however, the root cause was un known. The first sample inspected was empty except for a link stuck in the gate. Once the single link was removed, the cartridge was inspected. Plunger traveled as expected, no spring protrusion, and the gate closed properly. When new links were loaded into the cartridge, all links expelled as intended. There were 2 used cartridges, both containing 6 links each. It was observed that the links were deformed in both cartridges, and appeared slightly bowed in the center. When inserted into the loader, no links were expelled, which is expected when the links are deformed. Once the links were removed, the cartridges were inspected. Plunger traveled as expected, no spring protrusion, and the gate closed properly. When new links were loaded into each cartridge, all links expelled as intended. The fourth sample was an unused cartridge in a sealed pouch was also returned. As with the other links, the links in this unused cartridge were deformed, and appeared slightly bowed in the center. Some links were also stuck together. Once these links were removed, the cartridge was inspected. Plunger traveled as expected, no spring protrusion, and the gate closed properly. When new links were loaded into the cartridge, all links expelled as intended. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "in the event the quicklink loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." Additionally, there is a troubleshooting section which instructs on conditions where "pushing the dispense button does not eject any items or produces a partial dispense." (B)(4).

Event description:
It was reported that the connector was sticking and a new connector was used. The radiation amount emitted into the patient's body was not harmful. It is unknown if the patient received all the seeds.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connector was sticking and a new connector was used. The radiation amount emitted into the patient's body was not harmful. It is unknown if the patient received all the seeds.